Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Optometrist reports a patient outcome of overcorrection and induced astigmatism, following lasik surgery. The MDR will address the patient's left eye. Right eye of the same patient will be reported under manufacturer report # 3003288808-2011-00009. Patient records were received, showing preoperative data and post operative visits at 1 day and 4 days. Records note trace edema os, and decrease of ucva from 20/150 pre op to 20/200 post op, on day 4 post op visit. An investigation into the possible causes, product and non product factors, is being conducted.